Event description:
It was reported that the right atrial (ra) lead had fractured. High impedance was also noted. The lead was programmed off, then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.